Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that green foreign matter was found in and/or on the needle/barrel of a bd syringe¿ with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Bhr review/ we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. The review showed no non-conformances associated with this issue during the production of this batch. Neither qn nor ncmr's. Syringes were packed in machine nº2025 (june 21st - july 8th, 2017). Syringes were assembled in lot #7187046, #7156015 and #7160155. Needles were assembled in machine, nº4413, in lot #7163006 (june 13 - 21st, 2017). Research has found no problems, defects or qn related to the reported issue. Given the available information we were not able to determine a root cause at this time. Any type of high volume manufacturing may generate some particulate matter, however, bd performs thorough inspections in order to reduce any type of foreign matter in our products. The entire process, from assembly to packaging of the product, takes place in an environmentally controlled room. Given our stringent manufacturing processes and environmental controls, we conclude that it has been an isolated issue and the probability of recurrence is very low. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.